Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as 2134265-2016-03658 and 2134265-2016-03661. It was reported that vessel dissection and stent damage occurred. A 90% stenosed target lesion was located in a severely tortuous distal left anterior descending (lad) artery. After a 2.25x20mm synergy stent was implanted in the mid lad, dissection was noted at the distal lad. A 2.25x16mm synergy stent was then advanced to treat the dissection. However, the 2.25x16mm synergy stent got stuck at the lesion. During removal of the 2.25x16mm synergy stent, the stent dislodged inside the previously deployed 2.25x20mm synergy stent. The 2.25x16mm synergy stent delivery system (sds) did not came in contact with the previously deployed 2.25x20mm synergy stent however, it was noted that the distal part of the 2.25x20mm synergy stent became 'crank'. A 2.00mm x 8mm emerge balloon catheter was then selected to dilate the dislodged stent. However, the balloon ruptured and was exchanged with a non-bsc balloon catheter. The physician decided to perform bailout onto the dissected distal lad and selected a mach1 guide catheter. However, the guide catheter was unable to engage the vessel properly. When the physician rotated the guide catheter to engage again the vessel, it was noted that the guide wire got kinked. The device was exchanged to a non-bsc guide catheter and dilatation was performed. A non-bsc stent was successfully deployed to the lesion and the bailout procedure was completed. No further patient complications were reported and the patient's status was good.

Manufacturer narrative:
Corrected upn from unk744 to unk776. (B)(4).

Event description:
Same case as 2134265-2016-03658 and 2134265-2016-03661. It was reported that vessel dissection and stent damage occurred. A 90% stenosed target lesion was located in a severely tortuous distal left anterior descending (lad) artery. After a 2.25x20mm synergy stent was implanted in the mid lad, dissection was noted at the distal lad. A 2.25x16mm synergy stent was then advanced to treat the dissection. However, the 2.25x16mm synergy stent got stuck at the lesion. During removal of the 2.25x16mm synergy stent, the stent dislodged inside the previously deployed 2.25x20mm synergy stent. The 2.25x16mm synergy stent delivery system (sds) did not came in contact with the previously deployed 2.25x20mm synergy stent however, it was noted that the distal part of the 2.25x20mm synergy stent became 'crank'. A 2.00mm x 8mm emerge balloon catheter was then selected to dilate the dislodged stent. However, the balloon ruptured and was exchanged with a non-bsc balloon catheter. The physician decided to perform bailout onto the dissected distal lad and selected a mach1 guide catheter. However, the guide catheter was unable to engage the vessel properly. When the physician rotated the guide catheter to engage again the vessel, it was noted that the guide wire got kinked. The device was exchanged to a non-bsc guide catheter and dilatation was performed. A non-bsc stent was successfully deployed to the lesion and the bailout procedure was completed. No further patient complications were reported and the patient's status was good.